Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, the pump time was incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. Reportedly, a supply change was performed to address the issue, and customer corrected the time. Insulin delivery was resumed successfully.